Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the non-npb oxygen sensor and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator was alarming with patient disconnect message while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator.